Manufacturer narrative:
(B)(4). The analysis on this device is pending.

Event description:
During the implantation procedure, there were high threshold readings. The lead was repositioned several times without improvement. Therefore, the lead was not implanted.